Event description:
It was reported that when connecting the surgical fiber for use during a prostate procedure, the fiber was not recognized by the laser system. The procedure was completed using an alternate procedure (turp). The patient outcome was reported as "favorable"; there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; fiber passed the conductivity test no failure found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.